Event description:
Brush started to become loose...had a gap - oral-b [device connection issue] metal piece was worn...totally thin - oral-b [device physical property issue] case narrative: consumer via phone stated that the oral-b toothbrush started to become loose and the metal piece on the oral-b toothbrush was worn/totally thin. It had a gap. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
28-jun-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush started to become loose...had a gap - oral-b [device connection issue] metal piece was worn...totally thin - oral-b [device physical property issue] case narrative: consumer via phone stated that the oral-b toothbrush started to become loose and the metal piece on the oral-b toothbrush was worn/totally thin. It had a gap. No injury was reported.